Manufacturer narrative:
One used custom-made tts cuffed device was returned for evaluation. During inspection, the silicone ring at the end of the connector was squeezed. Upon squeezing the connector, the internal plastic ring was observed to be cracked in multiple areas. Although, the plastic ring was cracked, the device was still able to correctly attach to the female connector thus completing the breathing connection. The damage observed on the internal plastic ring appeared to be have been caused by the removal of the 15mm swivel connector from the tracheostomy tube. A review of the device history record revealed no non-non-conformities during manufacturing. Additionally the review showed the device to be manufactured in january of 2015 implying that the device itself had been in use for approximately 1-1 ½ years. The investigation of the reported device did not reveal an intrinsic manufacturing defect. Additional information included in follow-up report device returned for evaluation (8-12-2016). Date received by MFR: additional information received (08-04-2016).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The home care nurse reported that the hub adapter broke on the custom bivona tracheostomy tube on a patient. The patient is ventilator dependent at all times and cannot breathe without trach. The trach had been reprocessed at least once using a heat disinfection by boiling water. The patient uses a ventilator and humidifier almost continuously. Accessories connected appropriately prior to the adapter being cracked. Broken connector was observed by the home care nurse after placement of the trach and upon connection to the vent circuit. An emergent trach change was required to ensure circuit adapter fit onto trach. Please reference MDR: 2183502-2016-01640. That is also associated with this complaint.